Event description:
During treatment with cosmoderm 1 collagen implant (1.0ml), the needle disengaged and product was lost. There was no injury to the patient or the injector.

Manufacturer narrative:
(B) (4)